Event description:
Doctors were using the ligasure impact tissue fusion instrument when the jaws locked; closed inappropriately while operating on the pancreas. Physicians were unable to open the jaws of the instrument at all and instead had to cut the device off of the tissue they were working on.